Manufacturer narrative:
This report 1219930-2019-01431 was sent in error as a duplicate for MFR report number: 1219930-2019-01546, any additional information received in the future will be captured and submitted under the report number 1219930-2019-01546. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, while performing resection of upper right lobe, when resecting and separating pulmonary parenchyma with staples, on the second firing, only about 30 mm was cut off. Stapling/cutting stopped halfway. It was noted that the tissue was a little thicker and harder than usual. It was not able to confirm the status on the screen or end tone at completion of stapling/cutting . The procedure was completed with another device. There was no patient injury.